Event description:
It was reported intermittent occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support, and no additional information was received regarding the outcome of the event.